Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. The patient had a 600 gram uterus and lots of fibroids. During the procedure, the device stopped running and seized totally. Another device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.